Event description:
It was reported that the lead exhibited noise, capture and sensing anomalies. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that the lead was crushed from 32-34 cm from the connector pin due to clavicular crush. The crushing fractured all five proximal coil filars at 33 cm from the pin, causing capture and sensing anomalies. The proximal insulation showed crushing from 32-34 cm. The distal insulation was punctured by the proximal coil at 33 cm. The fractured filar ends showed partial smoothing caused by the ends being crushed into each other post fracture. The rubbing of these fractured ends could generate noise.